Event description:
It was reported that high impedance was obtained during generator replacement surgery. It was reported that high impedance was not observed prior to the surgery during surgical consultation. It is unknown whether the high impedance was observed prior or after generator replacement. Both the generator and lead were replaced. The lead impedance with the new vns system was within normal limits. No patient manipulation or trauma occurred that is believed to have cause or contributed to the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. It was reported that the explanting facility will not be returning the explanted devices for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.